Event description:
During unit installation, beckman coulter field service engineer (fse) reported the peltier motor did not mix due to a wet circuit board causing the unit not to generate differential results involving coulter hmx hematology analyzer with autoloader. There has been no report of operator injury associated with this incident. It is unknown if patient results were impacted. There has been no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) repaired the unit at the facility. The fse performed system verification procedure and replaced the peltier assembly. The fse replaced the defective motor, completed sample and parallel tests. The unit conformed to the published performance specifications and was returned to normal operation.